Event description:
The initial reporter complained of discrepant inr results for 2 patients tested with coaguchek xs meter serial number (B)(4) compared to the (B)(4) laboratory method. The date of event is an approximation; the reporter stated the comparisons occurred in (B)(6) 2021. Patient 1 result from the meter was 6.2 inr. The result from the laboratory 15 minutes later was "< 3 inr." Patient 2 result from the meter was 7.4 inr. The result from the laboratory 15 minutes later was 3.4 inr. The therapeutic range for the patients was not known. Any medication adjustments were made based on the laboratory results.

Manufacturer narrative:
The meter and test strips were requested for investigation, however, the test strips are no longer available for return. No product has been received at this time. If any product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The evaluation method code of b02 was updated to b08.